Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the stimulator has been acting up and that it shocked the patient. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient had scheduled follow up in the clinic. If additional information is received, a supplemental report will be sent.